Event description:
Mother of female called to report infusion set tubing had broken 3 times in the past month. The mother indicated that all 3 times this situation occurred, her daughter experienced slightly elevated blood glucose (mother could not recall the values). No symptoms of the elevated blood glucose were provided. The mother reported that on one instance, the user was administered an insulin shot. The other two instances the infusion set was changed and a bolus was administered to reduce the blood glucose values. The mother stated that no medical assistance was required. Mother is unsure if product is available for evaluation but will return the product if any is located.